Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of approximately 700 mg/dl, diabetic ketoacidosis, and loss of consciousness resulting in a hospitalization. No issues were observed with the infusion set cannula, tubing or cartridge in use at the time of the event. While in the hospital, the customer was treated with tablets, fluid replacement, potassium and insulin infusion. The treatment resolved the issue. The customer alleged the pump may have encountered battery depletion issues resulting in the adverse event. A pump history review was performed and the pump was determined to be working as intended: pump displayed numerous low power alerts and alarms prior to turning off. Additionally, it was found that the customer may not have charged the pump on the date of the hospitalization. Customer was released from the hospital with the issue resolved.